Event description:
It was reported that during an electrophysiology (ep) ablation procedure, charring on the catheter tip occurred. While performing a supraventricular tachycardia (svt) and atrial flutter ablation with a 7-110-2.5-8-8 k2 blazer prime xp ablation catheter, the deflected curve on the catheter would not stay deflected. The tension control knob was turned all the way up, with the wings also all the way up. Once the catheter was removed from the body, charring on the tip of the catheter was found. The procedure was completed successfully with another of the same catheters. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the distal shaft was bent in the neutral position. During functional curve check both the right and left steering curves did not meet the specification since they were deformed. Visual inspection revealed char formation on the 2nd ring electrode and tip electrode. The catheter meet specifications during rf ablation testing. The thermistor resistance, resistor ID and resistance values met specifications. No electrical open or shorts found. The catheter passed thermistor response test. The catheter pass all the electrical testing with the maestro 3000 in power mode. The catheters electrical connector met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an electrophysiology (ep) ablation procedure, charring on the catheter tip occurred. While performing a supraventricular tachycardia (svt) and atrial flutter ablation with a 7-110-2.5-8-8 k2 blazer prime xp ablation catheter, the deflected curve on the catheter would not stay deflected. The tension control knob was turned all the way up, with the wings also all the way up. Once the catheter was removed from the body, charring on the tip of the catheter was found. The procedure was completed successfully with another of the same catheters. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: "the patient was in their (B)(6)'s." (B)(4).